Manufacturer narrative:
A philips field service engineer (fse) went on-site to evaluate the device and to collect log files and strips for review. Logs and strips were sent for evaluation by product support engineering (pse). Pse stated that from the central station log files it can be seen that at 5:32 red alarms were generated for this bed. After 5:39 alarms for this bed were paused for three minutes multiple times. In the vital trends it can be seen that the patient was monitored for ECG, spo2 and nbp (nbp was only measured every hour). At 4:34 the ECG was taken off or shut off. From 4:38 until 5:31 spo2 was not measured anymore. From the central logs it can be seen that red desat alarms were triggered correctly. Afterwards the alarms were paused for three minutes multiple times. The philips fse instructed the customer about the findings in the central station log files. No parts were replaced. The product remains at the customer site. No device malfunction occurred. The device was performing to specification. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that a "patient coded and expired on 8/30 at 5:32. Nursing staff stated monitor did not alarm." At unit: cvru/cpru, bed label: (B)(4). A female patient expired.